Event description:
I was implanted with a spinal cord stimulator located c2-t7, I developed an infection, which required hospitalization (B)(6) 2016, and my lead 8 contact has migrated. Hospital records from (B)(6) 2016, pre-operative care trial stimulator records, surgical notes and medication records. She underwent a boston scientific 16 lead trial (B)(6) 2016, with 65% pain relief. The levels that were covered are t1-2 to c2. Due to the high upper level, the pt is referred to us for assistance with permanent stimulator placement. Currently her pain is located in the neck and is described as shooting, stabbing, tingling. The pt is currently managing the pain with neurontin 800 tid, topamax 200 bid, ibuprofen 300 bid. She manages her migraines with a combination of imitrex, compazine, and benadryl. Procedure (s): percutaneous cervical lead placement, implant pulse generator. Atelectasis (primary diagnosis).